Event description:
Related manufacturer reference number: 3006705815-2022-00388. It was reported that the patient experienced ineffective therapy. It is unknown when the patient's therapy became ineffective. As a result, surgical intervention occurred wherein the system was explanted on an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.